Event description:
The patient reported he was no longer receiving stimulation and was unable to communicate with or charge his ipg. Also, the patient is receiving an ipg comm error 2501 message from his patient programmer. The patient indicated he had not charged his ipg in approximately 1 month. The patient was advised to consult with his physician and the sjm representative is to meet with the patient as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.